Event description:
Patient reported capsular contracture, baker grade unknown, side unknown and patient reported symptoms: weight gain, pain, inflammation, and elevated d dimer.

Manufacturer narrative:
Sientra complaint #: (B)(4). Medical device report in response to MDR report #: (B)(4). Patient age defaulted to "99" as no patient or contact information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.